Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx2 bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up approximately one year post-index procedure where the physician observed a potential leak in the distal aorta at the level of the bifurcation. Patient is being monitored and there are currently no plans for re-intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the information received, clinical evaluation refuted the reported event of a potential distal leak. Rather, it was billowing of the stent fabric. There was no device malfunction rather there was a fabric billowing (within the acceptable range) due to the narrowing of the proximal stent cage (with in normal limits). Notably, this fabric billowing was also observed at one month and five month post the implant. The patient is currently under surveillance; there are no procedure related harms. To date there has been no reports of further negative sequelae. The device remains implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).